Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Six inappropriate shocks were delivered for an atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was not converted after the therapy provided. No additional adverse patient effects were reported. This ICD remains in service.